Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects in the nozzle. In addition, the following were also found: due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob (u/d knob) was out of the standard value; u/d knob had a scratch and corrosion; bending section cover had a scratch; adhesive on bending section cover had a chip; light guide (lg)-bundle was slipping down, causing uneven illumination; lg connector was damaged with a scratch; adhesive around lg lens was peeled; lg lens had discoloration; connecting tube had a dent, scratch, and wrinkle; universal cord had a scratch; protector of universal cord on control section side had a scratch; protector of universal cord on suction connector side had a scratch; video cable had a scratch; protector of the video cable section had a cut; video connector had a scratch; video connector case had a scratch; third party repair had been performed; objective lens had discoloration; image guide protector had a scratch; due to dirt on objective lens, there was a lack of image on the monitor; grip had a scratch; switch box had a scratch; control unit had a scratch and discoloration; right/left knob had a scratch; forceps elevator had a scratch; air/water-cylinder had corrosion; suction cylinder was shaved; and scope connector cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus leakage on their gastrointestinal videoscope. Inspection and testing of the returned device found foreign matter related nozzle clogging. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.